Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient representative reported "deflation", later healthcare professional confirmed the event. This relates to the right side. Device remains implanted.

Event description:
Patient representative reported right side "deflation". Healthcare professional later confirmed the event. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on july 22, 2025, with lot number 3485932. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as unidentified (tear) opening. As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient representative reported "deflation", later healthcare professional confirmed the event. This relates to the right side. Device was explanted and replaced.